Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During our investigation, the technician discovered that the customer attempted repair of the device. Physical inspection of the device found missing components, loose components inside the device and the compressor compromised. The customer declined the recommended repairs to the device. The device was returned to the customer labeled as "not for clinical use". Analysis of reports of this type has not identified an increase in trend.